Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, fold creases, white particles calcification -like in device outer surface, deformation, no openings were found in the device and wear abrasion. A weight test of the device was verified, and the device was within specification. Cloudy after autoclave disinfection process in the gel. Based on the device analysis, the final assessment is: no observations found related with the complaint reported by the physician.

Event description:
Physician later confirmed, "no rupture" during surgery. And baker grade iii. The device has been replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV, possible rupture and exchange.

Event description:
Patient reported a right side capsular contracture, baker grade IV and possible rupture. Healthcare professional also reported exchange due to the patient¿s concern with the product. The device remains implanted.